Event description:
A customer reported receiving a minimum fill notification related to their insulin pump. The customer's blood glucose remained within the range of 54-500 mg/dl, indicating no specific adverse impact. Despite attempts to resolve the issue by reloading and replacing the cartridge in accordance with technical guidance, the problem persisted. Consequently, it was decided to escalate the issue to management, and a replacement pump was issued. Meanwhile, the customer resumed using multiple daily injections (mdi) for insulin administration. The customer was instructed to put the faulty pump into storage mode before returning it to the company using a pre-paid label.